Event description:
It was reported that the belt of the device could not be pulled and provide tension rendering it unusable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection showed that the device had not been cleaned properly and was sticking. There were no defects in the device. A review of the DHR for this lot has been requested.